Event description:
Drive devilbiss healthcare was notified of an incident involving a lift model number 13244 in which the patient was reportedly seriously injured. No details are available regarding the incident, patient, and treatment. Drive is currently investigating the incident, including attempting to retrieve the product to evaluate it.